Event description:
It was reported that on (B)(6) 2026 a 10 mm amplatzer septal occluder was chosen for implant using 8f amplatzer trevisio intravascular delivery system. During the procedure, it was noted that the left atrial disc showed a cobra-head configuration on the left atrial side. The deformed device was retracted and redeployed four times. However, the issue still persisted. The procedure was then completed successfully using a new 10 mm amplatzer spetal occluder (#9214509) without any issues. The deformed device was never released from the delivery cable while inside the patient. There was no angulation or kink noted in the delivery system. There was no interaction with cardiac structures during deployment. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects reported.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.